Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2019; 5086mri52 lead; 5086mri45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted due to pocket infection. Cultures were taken. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.